Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The patient reported that they were given external devices about a month ago, and they had had the devices plugged in to charge for 3-4 days. The agent had the patient try connecting to the pump and the patient stated that they saw an orange and blue light on the communicator. The patient made a comment that the hcp (healthcare provider) found the devices 'in a box in the office'. The patient then stated that the handset went black. The patient did not have a charging cord for the handset or communicator at time of the call. The patient was going to charge the handset when they got home and call back for assistance if needed. The issue was not resolved through troubleshooting. A replacement communicator was requested from the repair department because the communicator was showing an orange light after being plugged in for 2-3 days.

Manufacturer narrative:
Continuation of d10: product ID: tm90t0, serial# (B)(6), product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 24-jun-2020, UDI#: (B)(4). H3: analysis of the communicator found no anomalies were visually observed, failed bench test -swollen battery and tm90 recharging c ircuitry is damaged (l3) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.